Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. Unknown if the result was confirmed. Confirmation method not provided.